Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Date implanted: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Date explanted: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4) eye anatomy issue,, (B)(4) incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the intraocular lens (iol) was inserted into the patient's ocular sinister (left eye) the doctor did not think it would hold. The iol was removed and no lens was implanted. The incision was enlarged and suture(s) were required. Through follow-up, additional information was received confirming the patient did have prior eye history that contributed to the event, 2x retinal surgery prior to iol implant. There was no product quality issue that contributed to the event. Patient outcome post-procedure was reported as fine. The patient has surgery scheduled with a retina surgeon. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 23-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received with a cut to the optic body. The lens was cleaned and, no issues that could contribute to anatomy issues were identified. A chip on the edge of the lens could be identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.